Event description:
It was reported that the patient was asymptomatic. It was noted in clinic that backup vvi of unknown origins was observed on the implantable cardioverter defibrillator (ICD). High voltage therapies were off during the backup vvi. Battery levels were above the elective replacement indicator. The ICD was explanted and replaced the following day. The patient was stable.